Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the malfunctioning single foot pedal switch, causing inadvertent energy activation. This issue can be resolved by replacing the faulty foot pedal.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced single foot pedal for the integrated electrosurgical unit (iesu) generator. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that an erbe generator displayed an m-12 error and was activation signals were firing in the off state. Tse discussed with the user that the issue could be related to the generator foot pedals and had them remove the pedals from the drawer, but the fault persisted. Tse then had user remove the middle foot pedal, with no change in the behavior. Finally, tse instructed user to remove the right foot pedal, after which the issue cleared and normal energy use was restored, with the understanding that laparoscopic foot pedal use would not be available for the remainder of the procedure. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.